Event description:
On (B)(6) 2014, it was reported that the menu and check buttons on the patient's infusion device were not functioning. The patient stated that the rubber covering the up button had been completely ripped off. She had what she referred to as a normal day, but her husband found her unconscious and unresponsive at 11:00 pm. He was unable to get her to drink juice and called for an ambulance. Emt's gave her glucose when they arrived. Her blood glucose level was 1.6 mmol/l (28.8 mg/dl) when the emt's checked it. The emt's stayed until her blood glucose levels returned to normal; she was not taken to the hospital. The next day she stated that her device was beeping and would not respond to any button presses. She now thinks the device was the cause of her low blood glucose. She thinks the device either delivered the basal wrong or gave her a bolus during the night that she did not program. The patient's device displayed e8 (power interrupt) while attempting to troubleshoot. She switched to her backup infusion device. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.